Event description:
It was reported, noise resulting in oversensing as noted on an unknown low voltage abbott lead. Technical support was contacted and lead insulation damage was suspected. Technical support recommended a lead revision. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.